Manufacturer narrative:
The monitor and electrode belt have been returned to the distributor. The evaluations have not yet been completed.

Event description:
Us distributor contacted zoll to report that a patient was treated 2 times. The patient's neurological status at the time of the event is unknown. The response buttons were not pressed during the event. The pre and post shock rhythms are not visible. It is not known whether the rhythms were converted by the lifevest defibrillations. No injury was reported from the treatments. Patient was in a skilled nursing facility prior to, during and after the treatments. The patient continues to use the lifevest. Holter data is not available for the time of the treatments.